Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The broken piece was returned with the instrument. The component is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Due to there may be missing pieces, a detached fragment code was added. Further inspection of the returned instrument found no additional damage or abnormalities. Additionally, the instrument was found to have a broken conductor wire from the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the 8mm force bipolar instrument's tip broke. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was missing when the peel pack was opened; the instrument was never used on the patient. There is no report of fragments falling inside the patient¿s anatomy, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. No injury to the patient.